Event description:
On (B)(6) 2012, the pt was treated for an olecranon/proximal ulna fracture. During a routine follow-up examination on an unknown date, x-rays were taken and revealed a non-union. The pt was returned to the operating room on (B)(6) 2012, for an iliac crest bone graft to treat the non-union and the surgeon noted the plate had broken, which was not evident on the x-rays. The implants were removed and replaced with new plate and screws and the iliac crest bone graft. Pt is reportedly recovering well. This report is #9 of 12 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.